Event description:
The lead was returned after being removed for an unrelated medical condition and has tested out of specifications. No complaints or allegations were made against the lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and the outer insulation was breached and had environmental stress cracking. It was noted that the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression.